Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. During investigation, the down arrow key contact was observed to be misaligned. It was observed that all keypad button contacts do not always spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A clinician reported that the ok, up arrow, and down arrow keypad buttons have been intermittently unresponsive since last week. The patient denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that she wears the pump on her waistband with a clip.